Event description:
A durable medical equipment supplier (dme) reported a continuous positive airway pressure (CPAP) device was returned by a customer after the device experienced thermal damage to its enclosure. The customer reported the thermal damage was observed after the device fell off of a nightstand, landed upside down, and continued to operate through the night. The device was being used with a humidifier produced by the mfg at the time of the event. No pt harm or injury was reported. The CPAP device was returned and evaluated at the MFR's service center. Thermal damage to the device's housing, blower motor assembly and therapy printed circuit assembly (pca) was observed. A white residue consistent with tap water evaporate was observed on the device's sensor pca and both sides of the device's therapy pca. Examination of the devices housing revealed, the failure did not result in the devices pt air path being compromised. The humidifier used with the CPAP device was not reported to have been affected by the event, and it was not returned for eval. The MFR has initiated an investigation of the CPAP failure and will file a follow-up report when their investigation is complete.